Event description:
It was reported the pt experienced a change in therapeutic effect. The pt was taking oral medications to control the pain, but was "not working". The hcp did a dye study and found no drug had come out the catheter and the catheter was blocked. The pt was scheduled for a revision on (B)(6) 2010. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Event description:
A patient death was reported. The date of death was (B)(6) 2010. The cause of death was unknown. The pump was delivering infumorph and bupivacaine. Despite follow up, no further information was obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found.